Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, software version #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an inaccuracy. This was reported outside of a procedure during a test run. There was no patient involved. Additional information was received. It was reported that there was no reported inaccuracy during a test run. Additional information was received. It was reported that on (B)(6) 2020, a successful registration was initially performed on the s ame patient whereby the temporal regions of the exterior anatomy was noted to be very inaccurate. There was clear earphone displacement of the skin from the MRI but the inaccuracy was within the auditory canal and on the corner of temporal bone so skin displacement could not be the contributing reason. No trace points were accumulated around the area of known skin displacement. A second system (s7) was brought in to compare registrations and the same inaccuracy was noted around the same region. The patient was rescanned (without headphones) and a subsequent registration (trace and point merge) was performed using the first system (s8). This was judged as accurate on the external anatomy but the anatomy post craniotomy was determined to be inaccurate as described above. There was no skin displacement noted on the 3d models. The surgeon believed there was an issue with distortion of the data sets (loaded via a picture archiving and communication system (pacs) network interface) as the reproducing the previous registration with an additional system showed the same inaccuracy initially. Subsequent discussion with MRI technicians has suggested that their scanner may have an iso-centring mode that can cause peripheral distortions although this has not been confirmed by the scanner rep, who suggests that compression of data sets in the hospital network may cause this. This also has not been confirmed and the site is awaiting data set s of our pegboard model to forward on for assessment. The surgeon did not believe there was an issue with the navigation systems. The patient needed to be re-scanned following initial registration inaccuracy. There was no impact to the patient.

Manufacturer narrative:
H2, h3: software logs and archives were analyzed. It was determined that there was insufficient information to determine the root cause of the behavior. Previously reported codes b01 (10), c19 (213), and d15 (4315) are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received - ime and imf codes have been added. Logs and archive were received however analysis has not been completed. Codes b21, c21 and d16 reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.